Event description:
The facility reported an infusion pump with failure code 810:11 which occurred during biomed testing. The hospital representative stated that there was no report of patient incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or device programming.